Manufacturer narrative:
(B)(4). Date sent: 3/23/2022. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the exact ablation procedure? What was the probe insertion approach? Was the ablation completed or stopped? Was any resistance experienced during the insertion? Was any lateral force used against the probe shaft during the procedure? Were there any generator error messages during the procedure? Is there a photo available of the probe and of the broken piece inside the patient? Are there any plans to retrieve the broken piece? What is the current patient status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an ablation the disposable tip broke off in the patient. It was reported that at this time the tip remains in the patient. No other information available.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2022. A search of nonconformities (ncs) was performed for lot ml21076656. There were no observed nonconformities for this lot.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. Investigation summary: call home revealed reflected power errors, which are a normal occurrence during an ablation/surgical case. The probe in question was returned. Probe jj21nhb41693 (13 uses, 6:01) was investigated at neuwave. The probe's tip was broken and not included. No further information was available; the root cause is unknown. There is no lot information available at this time.